Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose causing the device to run hot. It was determined that worn and loose bearings usually create a situation where the cutter is not able to be inserted. It was further determined that if a cutter was able to be inserted with this type of damage and the device was run, it would create heat from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the burr device would not go into the attachment device. During in-house engineering evaluation, it was observed that the bearings were worn and loose causing the device to run hot. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.